Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to event date. Updated fields: h2, h11. Corrected fields: b3 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to water leakage of the light guide plug (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the product exhibited error e315. There was no patient involvement.